Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning 11-sep-2015, ventricular sensing integrity counts up to 355; vt-ns episodes with evidence of lead noise oversensing. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was showing noise. The ICD also has a suspected connector issue. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The analysis was performed and no anomalies were found and the analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter).